Event description:
Patient had a lower extremity angiogram performed. Arteriotomy was closed with a 6/7 fr mynx device and hematoma developed additional interventions were needed for the patient. This occurred with 2 additional patients on (B)(6) 2022- different providers. FDA safety report ID# (B)(4).